Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification setting issue occurred. According to the patient, on (B)(6) 2025, the patient experienced a failure to alert between 3:00 am to 6:00 am, after which they experienced a hypoglycemic event. The patient felt weak, tired, and had loss of consciousness. The patient¿s husband called an ambulance. The patient was treated with glucose 15 gel. No further treatment was reported to be needed. The patient was not brought to the hospital. No blood glucose reading was reported for the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. The performance data evaluated. Data shows that the patient's always sound feature was enabled at the time of the incident and that her low alert was set to 60 mg/dl. At 3:08 am on (B)(6) 2025, the app delivered an urgent low soon alert at half volume with an estimated glucose value of 61 mg/dl. At 3:13 am, the patient's egvs dropped below the low alert threshold and the app delivered a second urgent low soon alert at half volume with an egv of 60 mg/dl. At 3:18 am, the app delivered a third urgent low soon alert, this time at full volume with an egv of 58 mg/dl. The patient's egvs remained in a 56-57 mg/dl range for the next 35 minutes and the app continued to deliver urgent low soon alerts at full volume every five minutes. Then, at 3:58 am, the patient's egv started to increase slightly, and the app delivered a low alert at half volume with an egv of 58 mg/dl. At 4:03 am, the app delivered another low alert at half volume with an egv of 59 mg/dl. This alert was acknowledged a minute later. The patient's egv crossed back into target range at 4:18 am with and continued to rise thereafter. Data investigation shows the system performed as intended and delivered all intended audible and visual alerts on the alleged date of incident on (B)(6) 2025. In addition, no similar issues which could have prevented glucose alerts from triggering were found relative to the reported incident. Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. Therefore, dexcom is classifying this event as meeting criteria for reporting. The complaint of alert/notification settings issue is undetermined, and the root cause of the alleged event could not be determined. No additional patient or event information is available.